Event description:
Per the clinic, the patient developed cellulitis around the abutment site (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported).